Event description:
Complainant reports an infant was on a respirator and required frequent suctioning. The complainant adds during auctioning the infant's blood pressure dropped and noted there was not flow possible as the tube of suction catheter was occluded. The complainant further reports the infant was extubated and re-intubated due to the drop in blood pressure and there was "no harm" to the infant.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. There were not reports of the patient being harmed as a result of this incident. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted this complaint involves six lots therefore, an individual FDA 3500a will be drafted for each lot. (B)(4).